Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing leaked at connection between non-bd connector and syringe tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the IV tubing leaked at the connection between the non-bd connector and the syringe tubing was not confirmed. Functional testing did not replicate any leaks at the connection between the non-bd connector and syringe tubing or anywhere else throughout the set. Visual inspection observed no anomalies. The root cause of the customer¿s report could not be determined.